Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that there was damage to the battery cap and compartment and there was moisture found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed one unexplainable pump reboot. The returned battery cap coin slot was observed to be damaged however the cap was able to be secured to the pump and maintain an electrical connection. The returned battery cap contacts were within specifications. The battery compartment was observed to be cracked on the side extending from the case seal up towards the threads. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. A leak test was performed and a battery compartment leak was found. The pump case was removed and there was no intermittent condition or moisture found inside the pump. The original intermittent power issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).